Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (kitchen). Note: low results are not reflected in the memory concerns. Manufacturer contacted customer on 12/16/2016 in a follow-up call; customer stated that they have not had any medical intervention since the last call. Customer states that she had some migraines but are not related to the diabetes. Low results are not reflected in the memory concerns.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from all of the results obtained. The customer's expected fasting blood glucose test result range is 120 to 180mg/dl. The customer did report symptoms of feeling extremely tired. The product is not stored according to specification in the kitchen. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The test strip lot manufacturer's expiration date is unknown and open vial date is undisclosed. The meter memory was reviewed for previous test result history: (B)(6). The customer's husband stated that previously in august the customer was hospitalized for "diabetic ketoacidosis." The customer' husband that in august the customer had been feeling extremely tired and had not been feeling well. The customer's husband stated that the customer had gone to the doctor earlier that week and that on that saturday (B)(6) the customer was having a "very difficult time waking up." The customer's husband called their healthcare provider and he recommended that the customer be taken to the hospital. The customer was admitted to the hospital on (B)(6) and was treated with insulin while in the hospital. The customer's husband did not recall the customer's sugar when admitted to the hospital or when she was released. The customer was released from the hospital 3 days after admittance and was prescribed januvia. The customer was originally taking januvia and after being released from the hospital was prescribed glipizide which she was allergic to. The customer is now taking two types of insulin, lantus and novolog. The customer states that she wasn't taking her blood sugar regularly at the time and that she was not monitoring her diet at all. The results in the meter's memory are low in the customer's opinion as opposed to what she believes they truly were at the time. The customer has been upgraded to the true metrix system through her doctor. The customer is currently using the true metrix meter and has not used the true result since (B)(6). The customer is feeling well and has been monitoring her blood sugar carefully since being hospitalized. The customer did not have any test strips to verify the lot number. Advised customer to returned the true result meter for investigation